Event description:
The claim from the patient is that pain in the area of the ear tube. This was confirmed by the attempted removal by the pediatrician. This issue has been reported by the patient since or near the time of implanting on (B)(6) 2023 by an ent (ear, nose, and throat). This has been chronic and continues. The patient claimed the pain was exact but increased by the attempted removal of the tube as it was claimed to be out and hanging. The tubes still exist in the patient but the plan of action for treatment include ibuprofen, fluticasone, cetirizine, saline solution to the ear beyond the other medicines to the nasal. And drink for allergies or nasal inflammation and irritation.